Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 250cc mentor memorygel breast implants experienced a number of issues post procedure. The patient felt bilateral pain, worse on the left breast, and could not wear a bra. Additionally, the implants were lumpy and bilateral deflation was diagnosed through imaging. Also, an occasional burning sensation with nipple sensitivity was noted. The patient could not confirm any additional issues. The patient has demonstrated a desire to have the implants removed without replacement, however, at the time of this report, mentor has received no information regarding an expected explantation date. If additional information is made available in the future, then a supplemental report will be submitted. This case was part of the adjunct study. See 1645337-2019-12144 for contralateral prosthesis report.